Manufacturer narrative:
Pharmacovigilance comments: the serious event of vascular occlusion and the non-serious events of scar and wound were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention, including hyaluronidase, nitroglycerin, warm compresses and an emergency room evaluation to prevent possible permanent damage. Potential contributory factors for the vascular occlusion included the injection procedure; while the scar and wound are consistent with the sequelae of ischemia and potential necrosis. The case met the criteria for expedited reporting to regulatory authority. Engineering evaluation: injection site ischemia is included in the adverse event information of the instructions for use. The information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Reporting exemption number: (B)(4).

Event description:
Case reference number (B)(4)is a spontaneous report sent on (B)(6) 2018 by a other health professional which refers to a male aged (B)(6) years. The patient's medical history, concomitant treatments and past filler history was unknown. The patient had no known allergies. On (B)(6) 2018, the patient received treatment with 0.5 ml restylane-l (lot unknown) to an unknown location with an unknown needle and technique. One days later, on (B)(6) 2018, the patient experienced vascular occlusion (vascular occlusion) and scar(implant site scar) on the nose. Five days later, on (B)(6) 2018, the patient presented to the emergency room with an opening(wound) on the nose. Treatment for the adverse event included hyaluronidase [hyaluronidase] injected on an unknown date. The patient was also instructed to apply nitropaste [glyceryl trinitrate] every 2-3 hours to the affected area, as well as a warm compress. The patient was also instructed to avoid cold weather. Outcome at the time of the report: vascular occlusion was not recovered/not resolved. Scar was not recovered/not resolved. Opening was not recovered/not resolved.